Event description:
Report received from the USA regarding a motor device in which, during pre-testing, an air leak was observed in the hose. The location of the leak was unknown. A spare device was available. Therefore, there were no reported delays in surgery. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicates this was due to improper handling. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).